Manufacturer narrative:
Device lot number(s) were not provided; therefore, an investigation is unable to be performed and a cause of the reported events cannot be determined. The gore® viatorr® tips endoprosthesis instructions for use (IFU) note the risks and potential adverse effects of creating a tips in patients with pre-existing conditions such as hepatic encephalopathy must be considered relative to the potential benefits of this procedure. Further, the IFU states, "patients should be monitored closely following the procedure for worsening hepatic encephalopathy. Those patients who develop hepatic encephalopathy that is not responsive to medical therapy may require reduction or occlusion of the tips tract to control the symptoms." Citation: frakes cm, singh t, sarvepalli s, mccullough a, kapoor b. 30-day readmission rate after transjugular intrahepatic portosystemic shunt. Presented at the 69th annual meeting of the american association for the study of liver diseases (aasld): the liver meeting "november" 9-13, 2018; san francisco, ca. Gastroenterology 2018; 154 (6) supplement 1: s-1219. Tu1448.

Event description:
This information was received through abstract ¿30-day readmission rate after transjugular intrahepatic portosystemic shunt" published in gastroenterology in may 2018. The abstract reports the aim of the study was to identify the readmission rate after tips, most common etiology for readmission, and search for potential protective factors association with decreasing readmission rates. Study subjects included 163 patients who underwent primary tips placement with viatorr self-expandable ptfe covered stent grafts from 2011-2016. The abstract reported a 30-day readmission rate of 28.2%. The most common cause for readmission was confusion related to hepatic encephalopathy, a complication related to tips.